Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with centerp iece having posterior lumbar spine tumor en-block resection (en-block surgery)therapy for spinal tumor. It was reported that the artificial vertebra caused patient death. The product prolonged the operation time, the operation was expected to be completed in 4 hours, due to the artificial vertebral body placement, the operation time was increased by 3 hours. So the product prolonged the operation time, caused excessive blood loss, and resulted in the patient's death after surgery. Product prolonged operation time because it was difficult to remove t2 artificial vertebral body holder after implantation. Difficulty in removal meant that the retainer and the prosthetic implant could not be separated and the retainer could not be removed. It was unknown whether any device issue has led to patient's death. The patient underwent surgery on (B)(6) 2023 and died on (B)(6) 2024. There were no further complications reported regarding the event.